Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lll.

Event description:
Healthcare professional reported "capsular contracture baker grade lll". This record is for left side. The device was explanted.

Manufacturer narrative:
Clarification h.6: e2303 and a010102 have been removed for capsular contracture. The record is no longer reportable to the FDA. The record is a no complaint against the device. Additional, corrected and/or changed data: a.4, a.5, a.6, b.5, d.6b, h.6.

Event description:
Healthcare professional reported no complaint against the device. Capsular contracture baker grade iii has been removed and the record is no longer reportable to the FDA. This record is for left side. The device was explanted.